Event description:
Information received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to loose hydraulic hose allowing fluid to leak. The technician tightened the hose connection to repair the bed.